Event description:
It was reported that the patient presented to office with painful knee. X-rays revealed subsided tibial implant. Revised with ts stemmed tibia.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate subsidence involving a triathlon baseplate was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because limited information was provided.

Event description:
It was reported that the patient presented to office with painful knee. X-rays revealed subsided tibial implant. Revised with ts stemmed tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.